Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. The instrument was found to have frayed grip cables at the distal idler pulley. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument had a burr on the hinge and the intestine stuck on it. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that while preparing for the hysterectomy with lymph node dissection, the bowels had to be removed from the surface, a small intestine got caught in the cables behind the grasp. The surgeon was able to pull out the bowel with no bleeding or injury to the patient. The surgeon explained that there was a burr on a cable that caused the intestines to become stuck.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.